Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open proximally, and became hung up with the phenom 27 microcatheter resulting in a loss of vessel access. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery with a max diameter of 23 mm and a 10 mm neck diameter. It was noted the patient's vessel tortuosity was severe. It was reported that the first pipeline and coiling were deployed with no issues. When the second pipeline was deployed, it did not open proximally. During recapturing of the tip coil, the proximal braid may have been bumped with the phenom 27 microcatheter, because the pipeline became hung up and simultaneously pulled the wire, causing the physician to lose access. The healthcare provider (hcp) examined coming from the left side, but the patient did not have an anterior communicating (acom) artery, and so the hcp had to sacrifice the right internal carotid artery. It was noted the patient did wake up okay from the procedure. It was noted more than 50% of the pipeline had been deployed when it failed to open, it was "resheathed" less than or equal to two times, a wire/catheter was used to try and open the pipeline, full wall apposition was not achieved, ballooning was required for tapering or to ensure wall apposition. Post-procedure angiographic results showed the second pipeline seemed like it was relaxing proximally but still fairly tapered; stagnation in aneurysm. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom 27 microcatheter.